Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis.

Event description:
Customer reported while in use on a patient, the pilot balloon got cracked and air leak occurred. The pilot balloon was carefully checked and the one-way valve was found broken. The customer reported that extubation and replacement of the tube was required. No harm to the patient was noted due to replacement of the tube.

Manufacturer narrative:
Further review of the record determined the reported product ID is not sold in the us and is not associated to a identical design. MDR reporting not applicable. If information is provided in the future, a supplemental report will be issued.